Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: UDI number is known, as the serial number was not provided. Catalog number: only a partial catalog number is known as the serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device manufacture date: unknown as serial number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: since no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the next day of surgery something like a bubble occurred on the front or back of the intraocular lens (iol). The foreign material was noted after the lens was inserted in the eye. It was confirmed the issue was not lens inclusion/opacity or embedded particle in the lens as the doctor indicated that the material was sticky when he aspirated it with irrigation/aspiration (I/a). Reportedly, the doctor used an ointment during the surgery, which the ointment could possibly be the cause of the reported issue; however, no details regarding the type of ointment was provided. It was noted that there have been no complaints from the patient after surgery, and there was no patient injury. No other information provided.